Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbities. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator that the patient was admitted for blurred vision on (B)(6) 2016. Initially it was thought to be a clot to the ophthalmic artery. Head CT on (B)(6) 2016 showed a small hcva. Repeat CT head on (B)(6) 2016 showed a right posterior temporal occipital lobe hypodensity suspicious for acute hemorrhage. Inr was 1.7 on admission and was then sub therapeutic once bleed was discovered because of holding warfarin. IV heparin was initiated after 5 days per neurology recommendations. Multiple CT scans afterwards showed no progression of bleeding. There was no invasive treatment other than that the anticoagulation was held for a few days, then slowly started again after neurology gave the go ahead. Patient was discharged home on (B)(6) 2016 with full anticoagulation (asa 325, inr 2-3). The patient has no residuals from the stroke. Per the site, the event could have been related to the vad although it cannot be determined to be exclusively related to the vad.